Event description:
It was reported that the patient experienced erratic hyperglycemia after a sensor change, with glucose readings spiking above 250 mg/dl and multiple infusion set changes, while the pump report indicated normal functionality and proper insulin delivery during high readings, and a contemporaneous fingerstick value was within 10 mg/dl of the sensor. Symptoms included a sensation described as a hot press on the neck during elevated glucose. Outcomes included no alarms and no hospitalization. Investigation included review of glucose data, verification of pump delivery performance, and confirmation of sensor-to-fingerstick agreement. Investigation of this case revealed no device malfunction and no pump performance issue, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.